Event description:
Additional information received reported that no actions were taken. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch due to out of range right ventricular (rv) impedance measurements. No adverse patient effects were reported. The device remains in service.